Event description:
It was reported to covidien on (B)(6) 2012 that a customer has an issue with scd pump. The customer states the unit was used with a levitator during surgery and the pt suffered from peroneal nerve palsy after the procedure. It is unk if the compression pressure was the cause of the incident. The pt has recovered through rehabilitation.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.